Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patients ipg became inoperable. Patient underwent surgical intervention on (B)(6) 2017 to remove and replace the device and therapy was resumed postoperatively.

Event description:
Follow-up revealed the reason the patient's ipg was inoperable was due to the patient not recharging their device as recommended.